Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-01870. It was reported a loss of aspiration occurred during use. An avx thrombectomy set was being used for a fistula declot treatment procedure. The catheter was primed and started actively aspirating. A check saline error message occurred and the catheter stopped working. The catheter was removed from the patient and exchanged for another avx catheter and the same thing occurred. The second catheter was removed from the patient and a third catheter was used to complete the procedure with no patient complications reported and the patient was fine.